Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a generator replacement, externalized conductors were observed. The patient was asymptomatic. No further procedure was recommended. The patient will continue to be monitored with routine follow-up.